Event description:
It was reported before surgery that the device would vibrate strongly. There was a 15 minute delay and no harm. Due diligence is complete. Upon investigation, the motor speed was unstable.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - france review of the most recent repair record determined the device was vibrating during use; the motor speeds were unstable. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends